Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a med-prep cannula. The customer reports that the smart tip cannula cored the vial rubber stopper causing the contamination black particulate in the syringe. It was about to be injected into the patient when the anesthetist saw it.

Manufacturer narrative:
Submit date: 8/9/16. There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history. There were no processes or material changes related to the reported condition for this product. Process monitoring data could not be reviewed without a lot number. A review of the machine setup could not be conducted without a lot number. There was one sample submitted with this complaint. The sample consisted of the smartip cannula attached to a 20ml syringe which is not manufactured by the same manufacturing site. The syringe had an area circled with black marker indicated the location of the foreign material. The area was examined under magnification and found no black particulate but an inclusion in the plastic wall of the syringe was observed. There was no black residue on the smartip cannula or the remainder of the syringe assembly. The reported condition could not be confirmed. The exact root cause of the reported condition could not be determined without an actual sample to examine. A most likely root cause cannot be determined without a sample or a lot number for which production records can be reviewed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for the presence of foreign material. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.